Event description:
Per the clinic, the patient experienced a recurrent vertigo associated with elevated electrode impedances and vestibular dysfunction in (B)(6) 2026. Subsequently, the patient underwent a tympanic paracentesis procedure and was treated with steroids. In (B)(6) 2026, the patient experienced severe pain during sound processor use, accompanied by numbness and vertigo. The patient subsequently experienced complete loss of implant function with no perceivable stimulation in (B)(6) 2026. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. Inflammatory markers and borrelia serology were also reportedly performed; however, the results were unremarkable. The implanted device remains.